Event description:
It was reported that a patient sustained a bile duct injury during a da vinci si single site bile duct procedure. The patient underwent a second surgical procedure to have the damaged bile duct repaired at (B)(6) in (B)(6). No other information concerning the patient and event details were provided by the initial reporter.

Manufacturer narrative:
Intuitive surgical's (B)(4) contacted dr (B)(6), the initial reporter of this event and he indicated that he is unable to provide any details concerning the hospital where the first da vinci si single site bile duct procedure was performed. Dr (B)(6) indicated that the patient is recovering well; however, he declined to provide any other details concerning the reported event. A follow-up MDR will be submitted if additional information is received.